Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the device never worked. She stopped using the device since it wasn't effective. It was indicated that she tried to increasing stim and changing the programs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.